Manufacturer narrative:
Device received with all buttons responding properly. No damage on keypad assembly. No unlocked j2/lcd keypad connector. Device passed displacement test and self test. No frozen screen noted during test and time clock advances properly. Device received with cracked battery tube threads, cracked reservoir tube lip, missing end cap sticker, stained address/serial number label, cracked case reservoir tube window corner and cracked case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump had button error. Customer stated that there was no response from any button. Customer was advised to observe time clock for one minute to verify if time advances and it did not advance. Customer was advised to monitor the insulin pump for 3 minutes to verify time clock works properly and frozen display did not recur. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.